Event description:
It was reported that the external pulse generator (epg) would not turn on. The epg was returned to the manufacturer for repair and the customer comment was confirmed. Subsequently in a manner unrelated the epg tested out of specification.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis confirmed that the battery flex and battery contacts were contaminated. Analysis also found that the upper/lower cases and two side bail covers were broken. The battery release, lead flex cover, release spring and battery drawer were contaminated. Two side bails and ring was missing and the lcd display and encoder flex were out of specification.